Event description:
It was reported by remote transmission the patient presented to the emergency department after receiving multiple shocks from the implanted defibrillator. It was further assessed the therapies were inappropriate due to the patient's rhythm was atrial fibrillation with rapid ventricular response. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0145 competitor implantable tachy lead: (B)(6) 2002. 4193 implantable pacing lead: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was further reported that the device was explanted and replaced due to normal elective replacement indicator (eri).